Event description:
On (B)(6) 2010, the pt reported the piston rod of the infusion device will not completely retract and e10 (cartridge) error is displayed. He stated the piston rod makes a "clicking, low hum" noise during retraction. He stated this has been an issue for the past month. He changed the battery today but was unable to resolve the issue. At the time of the report, the pt was instructed to insert another new battery and he attempted to perform the change cartridge procedure. He stated the piston rod does not move, although, "returning piston rod" is displayed on the screen and e10 was then displayed. He stated there have been small amounts of insulin spill in the cartridge compartment in the past and he would clean it with a cotton swab. He was advised to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.